Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent 'l5-s1 posterior lumbar antibody fusion' to treat l5-s1 spinal stenosis. Surgery was performed with cannulated pedicle screws, contoured rods, peek interbody device packed with excel mosaic impregnated with rhbmp-2. No complications were noted. At 50 days post-op, the patient presented for a routine post-op visit. Per the physician's notes, the patient reports that 'he still has some pain and burning across his lower back occasionally. His biggest complaint is actually burning pain along the dorsum of his big toe' his incision is well healed. There is no evidence of erythema, swelling, or other signs of infection.' Ap and lateral views of the lumbar spine indicated 'implants in position.' At 364 days post-op, a CT myelogram was interpreted to indicate, 'status post fusion l5-s1 with l5 laminectomy and intervertebral disc spacer. There are bulky endplate osteophytes involving l5 and s1 with a minimal annular disc bulge. This results in neural foraminal stenosis with moderate to severe narrowing on the right with suspected impingement upon the exiting right l5 nerve roots. Facet arthropathy l4-l5.' At 661 days post-op, the patient returned for follow-up reporting that 'he had recently had a fall at work and had some worsening pain in his leg.' He has now had 3 injections done, which he states gave him transient benefit, but he continues to have fairly persistent right leg pain.' Ap and lateral views of the lumbar spine indicated 'no change in the position of the implants. He does have again a residual posterior osteophytic spur posterior to the cage with some mild foraminal impingement.' At 672 days post-op, the patient presented with low back pain. Lumbar myelogram and CT were interpreted as follows: 'postoperative fusion l5-s1 with a prominent bony bridge stemming from the right fused facet to the posterior margin of vertebral bodies confluence with the disc spaces are resulting in right l5-s1 neural foraminal stenosis with potential for irritation or impingement upon the exiting right l5 nerve root. There is no additional potential site for neural impingement. There is no significant spinal canal stenosis with only minimal flattening of thecal sac at l4-l5 related to facet arthropathy and buckling of ligamentum flavum.' At 672 days post-op, the patient presented with back pain down the right leg. A motor nerve study was conducted and indicated 'right l5 radiculopathy. No evidence of peripheral neuropathy or other entrapment neuropathy.' At 704 days post-op, the patient underwent a revision surgery to treat right l5-s1 foraminal stenosis and lower extremity radiculopathy. The surgery consisted of right l5-s1 foraminotomy, removal of instrumentation, exploration of the fusion and re-implantation of I nstrumentation. Per the operative notes, 'once into the neural foramen, there was noted to be a significant amount of ectopic bone formation within the foramen which was carefully removed' the peek interbody was identified and noted to be in good position. There was bridging going across the peek interbody. The l5 root was identified. It was encased in a sheath of bone and this was carefully removed.' No complications were noted. Patient was discharged on pod 1.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: patient presented with preoperative diagnosis of l5-s1 spinal stenosis and underwent l5-s1 lumbar posterior inter-body fusion. Implants used: cannulated screw system using four 5.5 x 50 mm cannulated screws, two 30 mm contoured titanium rods, a 12 x 26 mm in ter-body peek implant and packed with impregnated with rhbmp-2. Operative procedure: 5.5 mm x 50 mm screws were placed at l5 and s1 bilaterally. Once all 4 screws were placed, fluoroscopic images were obtained to verify the appropriate radiographic appearance of screws. Bone graft was kept and morselized to use at the conclusion of the procedure. A 12 x 26 mm peek inter-body implant packed with impregnated with rhbmp-2 prior to insertion of implant. The disk space was packed using the patient's morselized bone graft. The inter-body cage was then carefully tapped into position. Fluoroscopic images were used to confirm placement of cage. Two titanium rods were placed measuring 30 mm. These were locked down using manufacturer's torque driver. Once all locking caps were broken, the posterolateral gutters were packed using the patient's morselized bone graft as well as impregnated with rhbmp-2. The neural elements were covered using tisseel. No patient complications were reported. On (B)(6) 2010: patient reported that he felt like he had something sticking in his back. Scar tissue was injected and he began working on scar tissue desensitization. On (B)(6) 2011: patient underwent x-ray of lumbosacral spine due to low back pain. There are postoperative changes at the l5-s1 level. Otherwise the lumbar vertebra reveals grossly normal size, shape and alignment. On (B)(6) 2011: patient presented for office visit. Patient reports a severe shooting pain in his right lateral thigh and leg and a feeling of his leg going out with a loss of balance. Patient reported that these symptoms started eight days ago, while avoiding a fall when his foot got tangled in wire. Two days ago his leg gave out and he fell with the cylinder landing on his right ankle causing a sprain. Physical examination: patient reports mild generalized tenderness to palpation across his lower back. Radiographs: ap, lateral flexion and extension views of the lumbar spine were obtained and reviewed today. These demonstrate implants in proper position with no evidence of lucency or failure. There is ample bone material posterolaterally around the implants. The disk spaces from l1 to l5 are all well preserved. There is no pathologic anterolisthesis on flexion and extension films. There are no interim changes when compared to his x-rays from (B)(6) 2010. Diagnosis: sciatica, low back pain and status post fusion. On (B)(6) 2011: patient underwent CT lumbar myelogram due to low back pain. Right hip and leg pain. Impression: successful fluoroscopic guided lumbar myelogram. Impression: status post fusion l5-s1 with l5 laminectomy and intervertebral disc spacer. There are bulky endplate osteophytes involving l5-s1 with a minimal annular disc bulge. This results in neural foraminal stenosis with moderate to severe narrowing on the right with suspected impingement upon the exiting right l5 nerve roots. Facet arthropathy l4-l5. On (B)(6) 2011: a myelogram showed a small lucent line between the bony column and a residual spur coming off of the superior endplate of l5 into the right neural foramen with some stenosis. After this patient undergoes multiple injections in an effort to relieve some of the pain. On (B)(6) 2012: patient underwent lumbar myelogram due to low back pain and right leg radiculopathy. Impression: successful fluoroscopic guided lumbar myelogram. Post surgical fusion l5-s1 with laminectomy. L5-s1 spondylitic spurring. Patient underwent CT of lumbar spine with contrast due to low back pain. Impression: postoperative fusion l5-s1 with a prominent bony bridge stemming from the right fused facet to the posterior margin of vertebral bodies confluence with the disc spaces are resulting in right l5-s1 neural foraminal stenosis with potential for irritation or impingement upon the exiting right l5 nerve root. There is no additional potential site for neural impingement. There is no significant spinal canal stenosis with only minimal flattening of thecal sac at l4-l5 related to facet arthropathy and buckling of ligamentum flavum. On (B)(6) 2012: patient presented for office visit to review the CT myelogram of his lumbar spine as well as emg/nerve conduction study of his lower extremities. Patient continues to complain of fairly persistent right leg symptoms. Physical examination: patient has lot of difficulty ambulating secondary to pain. Patient has diminished sensation along the anterior aspect of the tibia on the right. Radiographs: CT myelogram was reviewed. It demonstrates facet arthropathy at l4-5. At l5-s1 the screw appears to have solid fusion anteriorly. At l5-s1 the screw appears to have solid fusion anteriorly. He also has abundant fusion mass posterolaterally. There does appear to be a prominent bony bridge extending from the right l5-s1 facet which coordinates with the inter-body spacer and some impingement of the l5 nerve root. Emg/nerve conduction studies showed right l5 radiculopathy. Diagnosis: foraminal stenosis and sciatica. On (B)(6) 2012: patient presented with preoperative diagnosis of right l5-s1 foramina stenosis and lower extremity radiculopathy and underwent following procedures right l5-s1 foraminotomy and removal of segmental instrumentation, exploration of fusion, re implantation of segmental instrumentation. Indications: patient has worsening leg pain after 2010 fusion surgery. Patient had a CT myelogram which showed ectopic bone formation within the neural foramen on the right at l5-s1 impinging the l5 root. Patient has had a nerve study which showed l5 radiculopathy and a myelogram demonstrating the compression of the root. Procedure details: neural monitoring leads were placed to monitor ssep's and free running emg throughout the entirety of procedure. Sub periosteal dissection was carried out along the right hand side along the l4 spinous process. The previous hardware was identified. The locking caps were removed and then the rod was removed. Once into neural foramen there was noted to be a significant amount of ectopic bone formation within the foramen which was carefully removed. The peek inter-body was identified and was noted to be in good position. There was bridging going across the peek inter-body .a new 30 mm rod was replaced. Two locking screws were placed and then locked down using manufacturer's torque driver. The fusion was noted to be significantly intact anteriorly as well as posterolaterally. The patient tolerated the procedure well. Ssep remained stable through out the procedure. On (B)(6) 2013: patient underwent lumbar puncture myelogram due to low back pain. Findings: changes of l5-s1 plif are apparent. There is no evidence of hardware failure. Alignment is normal in neutral position with no evidence of truncated root sleeve filling or central canal stenosis. Patient now ambulates with a cane, has trouble sleeping at night and required assistance in daily activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Patient's post-operative period had been marked by progressively increasing low back pain, hip pain, and severe shooting pain and weakness in his right leg. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2012. Patient continued to experience severe pain radiating into his lower extremity. He also had difficulty ambulating, frequently required the assistance of a motorized wheelchair. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.